Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed full collar weld plate separation. Microscope inspection revealed no further damage or irregularity. There was blood in the shaft of the device.

Event description:
It was reported that the device was cut off. The target lesion was located in the left anterior descending artery. A 6f guidezilla was selected for use. During the procedure, it was noted that the device could not cross the lesion and the device was cut off. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the device was cut off. The target lesion was located in the left anterior descending artery. A 6f guidezilla was selected for use. During the procedure, it was noted that the device could not cross the lesion and the device was cut off. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.